Event description:
It was reported that the ilet display showed horizontal lines and became unresponsive, consistent with a device display malfunction affecting the user interface. Symptoms included no reported adverse clinical effects and no impact to blood glucose, with a reported glucose value of 120 mg/dl. Outcomes included continued therapy without alerts or alarms and no need for medical intervention or hospitalization. Investigation included customer interview and troubleshooting, confirmation of the malfunction, and arrangement for device replacement with instructions to sync data and shut down the device prior to return. Investigation of this case revealed a screen/display failure leading to loss of touchscreen responsiveness, indicating a malfunction of the device¿s display component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to the display assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.